Event description:
The event was reported as: when the doctor attempted to remove the device from the patient's mouth, its snapped at the joint. No injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The results of the investigation are not available at the time of this report. A follow-up report will be sent when investigation is completed.